Manufacturer narrative:
Additional information: expiration date (d4), unique device identifier (d4), manufactuer date (h4), and investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022441 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022441, test base part number 190-430 / lot 1022441. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022441 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to the specific patient samples.

Manufacturer narrative:
Reference reports: 1221259-2021-00978. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 assay performed on various dates. This MFR. Report addresses events one (1) of two (2). The customer reported two (2) false negative results with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample types with a copan brand swabs in viral transport media. It is unknown if repeat testing was performed. Confirmation testing on unknown swabs with thermofisher and mobidiag generated positive results; CT values not provided. The customer reported the thermofisher platform target s was negative and targets n and o were positive .two patients were positive for the (B)(6) variant of covid-19 (which patient is unconfirmed at this time). The customer stated the patients were symptomatic. No additional patient information, including treatment and outcome, was provided.